Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaupper buttocks, on (B)(6) 2016. Patient's mother reported that she did not have example values but stated approximately 100 - 150 points off. No additional event or patient information is available. The receiver data log was reviewed on 11/29/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.